Manufacturer narrative:
Though requested, no additional information was provided from the customer. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. (B)(4)

Event description:
A customer in the united states reported a false positive result while using the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system (unknown serial number). A positive result for sars-cov-2 target was generated when testing the patient sample for the first time on the liat analyzer. The same sample was repeated on the same analyzer and generated a negative result for sars-cov-2 target. The customer recollected the sample, tested it on the same analyzer, and generated a negative result for sars-cov-2 it was reported that the storage and preparation of the samples were according to roche specifications. Though requested, no additional information was provided, including if there was alleged harm.